Event description:
Rptr noted problem when he entered the eye & tip occluded; no aspiration. Changed the handpiece, adjusted the machine, & changed the cassette. Found the tubings on the cassette were reversed. Converted to ecce; pt had corneal edema due to lengthy surgery. Expects good visual recovery.